Event description:
Prior to making incision while connecting the laparoscopic harmonic handpiece to the cable, the console kept saying to attach it again because it wasn't able to read it. A new handpiece was connected to the cable and functioned correctly.